Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. A visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. A review of the logs was unable to verify any recognition failures. The vse instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. An isi field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The system was tested by the fse and no issues were found with the electrosurgical unit (esu) or vessel sealer. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend (vse) was not sealing completely and bleeding was produced. The targeted tissue was initially skeletonized. As a result of the insufficient sealing issue, the customer elected to convert the case to open surgery. The estimated blood loss volume is unknown. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: a review of the video clip provided by the customer was conducted and the following additional information was provided: the video appears to be a recording of a right hemicolectomy procedure performed on a da vinci system. In the video, the surgeon is using an fenestrated bipolar forceps (fbf) instrument on arm #2, a 30 degree endoscope on arm #3 and a vessel sealer extend (vse) instrument on arm #4. At the start of the video, the vse instrument is on tissue and the warning "incomplete seal cycle. Ensure appropriate amount of tissue in jaws" appears. The surgeon then opens the jaws of the vse instrument, readjusts slightly, closes again and initiates a seal cycle. As there is no sound to the video it is difficult to determine if the seal cycle was completed. Upon opening the jaws of the vse instrument, there appears to be some minor tissue sticking. Once the tissue is maneuvered off the vse instrument, bleeding occurs. The surgeon grabs the location with the vse instrument and attempts to seal again. At which time, the bleeding continues and the surgeon grabs the bleeder with the fbf instrument, repositions the vse instrument and re-seals. After sealing 3-4 times, the surgeon activates the cut function, releases the tissue and the bleeding starts again. The customer then regrasps the bleed and attempt to seal two more times.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information obtained: it was reported that during a da vinci-assisted ileocecectomy surgical procedure, a vessel sealer extend (vse) was not sealing completely, and bleeding was produced. While dividing the intervening mesentery prior to making anastomosis, the vse did not seal the mesentery tissue. The sealing time of the vse was completed as expected, and the appropriate tones were audible. Once the vse was opened from the tissue, the vessel became unsealed and opened, producing 1 liter of blood loss. The vessel was not greater than 7mm; no calcification was identified, and the target tissue was not under tension during application of the sealing. The surgeon describes that during the sealing processes, the tissue does not appear to be sealed, and the knife cuts through the tissue after the tones are heard. There are burn marks to the tissue; however, the vessel is still open and flowing. Due to vessel bleeding, the procedure was converted to an open approach, and the bleeding was controlled. The patient is recovering well.

Event description:
Refer to h11 for follow-up information.